Event description:
It was reported that vessel dissection occurred. The fibrotic target lesion was located in the left anterior descending artery (lad). Predilatation was performed using a 2.5x12mm maverick balloon catheter. Then a 16 x 3.00 promus premier¿ stent advanced and implanted in the target lesion however post deployment, vessel dissection was noted in lad. An unspecified non-compliant (nc) balloon catheter was advanced to the lesion and the balloon was kept inflated for a long time to cover the dissection. Another promus premier¿ stent of different size was implanted and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complain device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).